Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for hole in cannula with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot #5293092 and no issues were identified. Conclusion: due to method of creating the cannulae, such failure mode is caused when the cannula is ¿nipped¿ on the cannulator wheel.

Event description:
It was reported that there seemed to be a hole in the middle of the cannula of bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle, so blood leaked from the cannula during blood draw. No blood exposure to mucous membrane. No injury or medical intervention.